Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software. Additionally, the caller opted for multiple daily injections (mdi) as backup therapy.